Event description:
In 2004, the patient reportedly had no sound percept. The patient was seen for evaluation (date not given). Testing performed confirmed that the patient's c1 device was no longer functioning.